Event description:
It was reported that a communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled and a successful patient-initiated interrogation was sent, yellow collecting waves were still seen on the remote communicator, possible reasons were discussed. The patient was referred to contact their clinic regarding the red call doctor icon. The icon was caused by high out of range shock impedances. At this time, this device remains in service and there were no adverse patient effects reported.